Event description:
The clinic reported that a laser vision correction patient presented with microstriae approximately 5 days following a flap lift enhancement in the right eye. The patient's flap was lifted and débridement was performed without complication. The patient's uncorrected visual acuity is 20/20 in each eye.

Manufacturer narrative:
(B)(4): striae. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.